Manufacturer narrative:
One device was received for analysis. Service history review identified that the device had not been in service in the past. Visual and functional tests were performed. The customer¿s problem was replicated as the device gave an air alarm. The root cause of the issue was a defective air detector. The air detector was replaced. The device was submitted for further investigation.

Event description:
It was reported that the device exhibited an "air alarm". There was no reported patient involvement.